Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer received open book image on the insulin pump screen. The customer stated that the insulin pump started showing a red cross over the insulin pump and it proceeded to beep for hours during the night. The customer stated that the insulin pump stopped working in the middle of the night. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.